Manufacturer narrative:
(B)(4). Method: a representative sample was received for testing and is currently in progress. A review of the device history record (DHR) was reviewed for the reported lot and model number received. Results: at the time of this report the investigation is currently in progress, therefore results are not available at this time. Based on the device history record review for the reported lot number there were no non conformance reports, reworks or special conditions during product manufacturing associated to the reported condition. The production lot met all manufacturing and quality specifications prior to release. Conclusion: the device is currently undergoing evaluation and has not yet been completed. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that an incident of faster flow occurred with a home pump. Further described as the infusion was intended to infuse over 48 hours but actually infused within 24 hours. The pump was filled on (B)(6) 2015 somewhere between 8-10 am. The medication was initiated by a nurse at the patient's home around 12 pm on that same day of (B)(6) 2015. The rate of infusion was set at 5 ml/hr., and the fill volume was 234ml. Approximately 24 hours after the infusion started, it was complete. The exact time is unknown. There were no adverse events reported as a result of this incident. The provider went to visit the patient at their home and the patient was doing fine and did not exhibit any clinical symptoms. No medical intervention was required.

Manufacturer narrative:
(B)(4). Method: another device from the same lot number was received for evaluation and investigation. A flow rate accuracy test, visual inspection and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: the pump was received in its original and unopened packaging. The pump was filled to a nominal volume with 0.9% saline. The pinch clamp was opened and the pump infused. Flow accuracy testing was performed. After 40.5 hours of testing, the pump yielded a flow rate of 5.74ml/hr, which is within specifications with a +/-15% tolerance. Pressure pot testing was performed with the tubing detached from the pump. The filter was also removed for the test. The tubing was connected to a pressure gauge. The average bladder pressure used was 8.81 psi. After 2 hours of testing, the glass orifice yielded a flow rate of 5.20ml/hr, which is within specifications with a +/-15% tolerance. The investigation summary concludes that during flow accuracy testing, the pump yielded a flow rate that was within specifications with a +/-15% tolerance. During pressure pot testing for the flow restrictor, the flow restrictor met specifications using the average bladder pressure. A fast flow as reported by the customer was not observed. Conclusion: the sample evaluation concluded that fast flow was not observed. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.